Manufacturer narrative:
The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer stated that her blood glucose was 52 mg/dl and she could not get her blood glucose to go up. The customer stated that over the course of the night, she pressed buttons and did not know what she pressed. The customer did not wish to troubleshoot for the no delivery alarm or her low blood glucose. She treated with lunch and glucose tablets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.